Event description:
It was reported the subject device had blurry images while being used with high-definition laparoscopic host, a lens, a cable, plus a monitor. The camera was not in good contact with the other ancillary devices. The issue occurred during an unknown procedure. The ancillary devices were working as intended. The device was replaced and the intended procedure was completed using similar device. There was no patient no harm reported due to the event.

Manufacturer narrative:
The subject device was evaluated. Device evaluation has noted the reported phenomenon was not reproduced. Device evaluation noted there are no problem found during testing of the device. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, chapter 3 preparation and inspection attention. Refer to "3.8 endoscope connection" on page 22 and "4.1 focusing endoscope images" on page 30, and confirm that the connection between the endoscope to be used in combination and the camera head is securely fixed with no rattle, and that the endoscope images can be observed on the lcd monitor before use. Before use, make sure that the connection between the endoscope and camera head is securely fixed with no rattling. Use in combination with an endoscope that is not properly installed may interfere with observation. Olympus will continue to monitor complaints about this device.